Event description:
Notified on 08/28/07 that MFR of device is wright medical technology inc. Patient underwent open reduction with internal fixation of right and calcaneal fracture in 2007. Drill bit from darco plate broke. The drill bit was retrieved by the surgeon.